Event description:
It was reported that the patient presented remotely via merlin.net. Review of the transmission revealed the right ventricular (rv) lead was experiencing low and out of range pacing impedance. No intervention has been performed. The patient's status was unknown.

Manufacturer narrative:
Further information was requested but not received.

Event description:
New information received notes that programming changes were made on the patient's right ventricular (rv) lead. There were no patient consequences.

Event description:
New information received notes that the patient's merlin.net remote transmission revealed that the right ventricular (rv) lead was experiencing a recurrence low and out of range pacing impedance. No intervention has been performed. There were no patient consequences.